Event description:
During routine testing of the device at the service center, the user reported that the monitor did not recognize the 1/2" cuvette. Since the event occurred during routine testing, there was no pt involvement during this event.